Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 3.00 x 12 mm semi-compliant balloon. A 3.50 x 28 mm promus elite was first deployed in the left circumflex (lcx) with no issues. A 3.50 x 28 mm synergy xd was then deployed at 11 atm in the lad and post dilated with a 3.50 x 12 mm non-compliant balloon. A flow-limiting distal edge dissection was noted. A 3.00 x 20 mm promus elite was deployed to cover the dissection and complete the procedure. The patient fully recovered and was stable.